Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, additional patient information, implant physician information and consent to contact has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "0.2mls of fluid flowing into the left implant, has ringing in her ears, inflammation of the bowel, decreased libido, has diarrhea, heart palpitations." The device remains implanted.